Event description:
A 28 mm diameter x 16 mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the treatment of an abdominal aortic aneurysm in 1999. It is reported that the stent graft "migrated and was repaired with a talent cuff, then the limb occluded so converted to open to avoid any further complications." Aneurysm sizing and vessel morphology is unknown. The migration of the stent graft occurred in 2000 with no evidence of an endoleak. It is reported that the possibility of occluding one limb with the cuff was pointed out to the physicians and discussed. The physicians chose to proceed with the procedure. The pt is reportedly doing well, films and procedure notes have been requested and are pending. It is reported that the explant will be returned to medtronic ave for evaluation and investigation.

Event description:
Analysis of the returned explanted stent graft received by medtronic ave indicates that there is inadequate info available to determine the exact cause for the limb occlusion. The contralateral limb seems to be the most likely to have occluded as evidenced (on the explanted device) by its complete blockage and the kink on the contralateral limb noted by the physician and the use of the crossover technique may have contributed to the kink that is visible on the contralateral side. A second likely cause could be an occlusion of the ipsilateral leg due to a reduction in the lumen size, which could have been caused by the use of an oversized talent iliac cuff, which caused infolding of the talent cuff visible on the explanted device. The third possible cause for the occlusion (which is unlikely in this case) is a low placement of the talent aortic cuff into the aneurx bifurcated device. The talent cuff could have partially blocked the blood flow to one of the limbs but this is considered unlikely because of the length of the cuff, is relative position in the bifurcated device, and the contour of the distal part of the talent cuff is not believed to result in a flow restriction.